Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported foot not being able to be returned to the original position was confirmed. A femoral angiogram was reportedly not performed because there was a pulse. Per the instructions for use under smc device placement, the operator is instructed to perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of the femoral artery was attempted using a perclose proglide device. A femoral angiogram was not performed because there was a pulse. Reportedly, after inserting the device over a guide wire, the foot was deployed and the needles were deployed by pushing on the needle plunger assembly. The needles were disengaged by pulling the needle plunger assembly back. The needle plunger was removed from the body of the device. Device deployment was successful until during foot parking, the foot could not be returned to the original position. The device was removed from the patient's body with the foot remaining partially deployed. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Failure to follow instructions. Reportedly, a femoral angiogram was not performed prior to device deployment. The instructions for use states under arterial site and puncture considerations section. Prior to deployment of the device, evaluate the femoral artery site for size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall by performing femoral angiography, to avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery.